Manufacturer narrative:
Follow-up #1 date of submission 08/10/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a visual inspection of the pump showed moisture under the display lens. The battery compartment was observed to be cracked. The pump casing was cracked. The pump was unable to power on during testing. The pump's black box data could not be downloaded due to this. The pump failed a leak test at the pump casing crack. The pump cover was opened and moisture damage was found on the printed circuit board and on all the components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.